Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 605 mg/dl with ketones. Reportedly, the customer went to the emergency room where bg was treated intravenously with fluids of saline and insulin. The customer left the ER five hours later with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.